Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor and experienced intermittent communication failure between the cgm and the ilet, resulting in signal loss and delayed pairing to the ilet; the user was advised to allow time for pairing, then to toggle the connection and reenter the four-digit code if pairing did not complete. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the electrical and magnetic subsystem and specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.